Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
The investigation into the battery pack associated with this complaint is underway and the root cause is not currently known.